Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction and confirmed that that speaker was completely out of sound. No patient harm was reported.